Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion; further described as "not all of the infusion had infused". The device was warmed before use. The patient did not have an extension line; no blockages/occlusions or kinks noted in the line and the nurse noted flashback on the line. The patient had the device in their pants pocket during the day. The device had been filled with 13.5g piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and showed that the device contained residual fluid inside the bladder. Due to the nature of the returned sample, no additional testing could be performed. The reported condition could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.